Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a micro-stent did not deploy into a patient's eye. Additional information was requested.

Manufacturer narrative:
Additional information provided. Corrected information provided. No sample has been returned for evaluation for the report of the device did not deploy in the eye; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. The system labeling provides detailed instructions regarding micro-stent implantation and deployment. A possible root cause is that difficulty with device implantation and/or inability to implant are established risks associated with use of the device, as clearly noted in the product labeling. The manufacturer internal reference number is: (B)(4).